Manufacturer narrative:
The event occurred in (B)(6). Product was sent back in a state that did not allow for testing due to the only contents were three already dosed strips in the vial.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 96 mg/dl, 138 mg/dl, 81 mg/dl, and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.